Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) and far-field r-wave oversensing were noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.